Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 368 mg/dl and a correction bolus was delivered with the pump. As the customer had changed the supplies to the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be determined.